Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted 3 yrs, was explanted due to stenosis.

Manufacturer narrative:
(B)(4). Eval method, device history reviewed. Results, device history review found the product met specifications when released for distribution. Conclusion, cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was distorted; oval or almond shaped. Two pledgets remained attached to the inflow adjacent to the right cusp. All leaflets were slightly stiff but flexible except where mineralization extended on the inflow and outflow. Tissue deterioration, due to visible mineralization was noted on all cusps. Perforations due to contact with visible mineralization were noted on the lunula of the non-coronary and left cusps. Tissue deterioration associated with mineralization was observed in all commissures. Remnants of pannus remained attached to the tissue and base stitching adjacent to the non-coronary left inferior coaptive area radiography showed extensive mineralization in all cusps and commissures. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.